Event description:
It was reported that when using the bd pyxis¿ es server encountered a certificate error when accessed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a certificate error occurred when accessed the server via hypertext transfer protocol secure. A technical support specialist (tss) advised the customer to renew the certificate. The tss referred to a knowledge article, ¿how to install server certificates¿, bonded the certificate to the enterprise server webpage, and configured the station identity server to resolve the issue. The system functioned as intended after the technical support specialist had troubleshot the device.